Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during npwt for a dehisced tummy tuck incision, utilizing a renasys f medium w/soft port, the patient mentioned that the area around the hips was a bit swollen, but the wound was feeling fine and was draining well. It was stated that the swelling the patient had mentioned was independent of the npwt and more a result of how the skin had settled after the operation. It was a cosmetic issue rather than anything else. Treatment is being performed, without any delay, with the same device. Additionally, it was reported that the wound was swabbed and detected presence of bacteria so the patient commenced with an antibiotic treatment.

Manufacturer narrative:
The device was not returned for evaluation. All supplied information has been reviewed and we have not been able to confirm the complaint or determine a root cause for the reported event. Medical review concluded, this case reports swelling following a tummy tuck procedure. The occurrence of swelling is a known complication of any surgery and is not presumed to be related to the use of the renasys device. Per e-mail communication, ¿wound was swabbed, and detected presence of bacteria so commenced on an antibiotic but that this wasn¿t related to the initial complaint of swelling on the side.¿ treatment was continued with the same renasys npwt device. No further clinical/medical assessment is warranted at this time. A documentation review has been conducted, confirming no previous complaints of this nature, with no historical escalations or manufacturing problems observed. A review of the device history confirmed that no manufacturing problems where observed. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files do not address the reported harm of swelling/edema as it is a common post-operative complication that is unrelated to the device or its use. Local infection is documented appropriately within the risk file and no updates are required at this time. While a definitive root cause for the reported issues could not be determined, swelling/edema is a common post-surgical complication and is not presumed to be related to the use of the device. Additionally, we are unable to rule out user/procedural variance as a contributing factor to the reported bacterial infection of the wound. The IFU includes instructions to ¿carefully and frequently monitor the patient, device, and dressing to determine if there are any signs of bleeding, exudate accumulation (pooling), infection, maceration, or loss of negative pressure wound therapy.¿ the frequency of monitoring and dressing changes should be determined by the clinician based on individual characteristics of the patient and wound. With no manufacturing quality concerns observed, no corrective actions are deemed necessary. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range.